Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. The patient reported that they were unable to charge their implantable neurostimulator (ins). It was noted that they were non-compliant with recharging. The manufacturing representative was able to clear the power on reset (por), but the ins did not maintain charge. The issue was not resolved at the time of the report. The patient was to contact their doctor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s device was confirmed to be in overdischarge prior to clearing the por. They stated that per the patient, the battery would not maintain charge because they had difficulty with positioning. The rep noted that the issue of the battery not maintaining charge has not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.